Manufacturer narrative:
(B)(4). The customer submitted pictures with the complaint. Failure mode reported was not confirmed through visual inspection of the pictures submitted. A dimensional and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. Samples were taken from the current production and visually inspected. Issue reported "adaptor disconnected from ett/during use" was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted. Review of d005120 rev 01 was performed and the failure mode is already included. No update is required. Customer complaint was not confirmed based on the information received and the test results. Corrective actions cannot be established. It is necessary to receive the physical sample to perform a proper and thorough investigation to confirm the alleged defect reported. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges when using the sheridan hvt endo tube, the adapter piece became dislodged and "popped off" when connect to vent circuit. Alleged malfunction reported during use. It was reported there was no injury or consequence to the patient. Patient condition reported as "fine".